Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields concomitant medical products and device evaluated by MFR were updated.

Manufacturer narrative:
Occupation: occupation is lay user/patient. The customer¿s meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reported complained of display issues on coaguchek xs meter serial number (B)(4). The patients meter displayed a line across the center of the screen. The patient performed a display check and saw 88.8. It was noted that the top part of the 8's were missing. The customer was unable to perform a test because they could not read the numbers on the screen. The display issue complained about could cause results to be misinterpreted.